Manufacturer narrative:
(B)(4). This complaint for an overprime - leak out of patient line was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's (B)(4) requesting information about water coming out of the patient line while priming on the homechoice (hc) machine. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the home patient (hp)'s caregiver (cg) on (B)(6) 2010 regarding the water coming out of the patient line, the cg stated that whatever that issue was, it was not relevant anymore as the hp had been returned back to hemodialysis. The cg stated that the surgeon determined that the issue was related to the shape of hp's stomach. The cg stated that the surgeon recommended that pd therapy was not appropriate for the hp. Per cg, the supplies and the hc machine "checked-out" and that there were no issues with any of the hp's dialysis products. The cg did not have the lot number. No patient injury was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.